Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the sorin s3 console. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin s3 console displayed a pressure error code on the cardioplegia display during a procedure. There was no patient injury. A sorin group field service representative contacted the customer and learned that the issue was the result of a user error. The user had the cardioplegia module enslaved to itself instead of to the pump, which resulted in the reported error code. The customer reported that there was no impact to the patient and no further service is required. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Service provided via phone; user error.

Event description:
Sorin group (B)(4) received a report that the sorin s3 console displayed a pressure error code on the cardioplegia display during a procedure. There was no patient injury.